Event description:
The customer reported that the system activated an x-ray tube overheating indicator. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No additional service information was provided.